Event description:
Physician reported general info about pts having irritation of the epithelial lining of the canaliculus, pyrogenic granulomas and a case where surgical intervention was required due to erosion of the punctum plug.

Manufacturer narrative:
Multiple attempts were made by our (B)(4) distributor for add'l info. The office manager was not aware of any problems and the physician would not respond with event or pt info.